Event description:
Valiant captivia stent grafts were implanted during the endovascular interventions for stanford type a aortic dissection on unknown dates. The following adverse events were reported; unknown endoleak. The cause of the endoleaks are undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.